Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported event likely occurred due to a faulty main boar but the cause of faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was confirmed that the device could not be turned on. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device sounded weird after starting up and the screen display was abnormal. There is no reported harm or adverse impact to any patient. The intended procedure was completed with another similar device with no more than 15 minutes delay.